Event description:
During an or procedure for the placement of a gastric neuro stimulator, the introducer used lead placement broke. A small piece of the plastic introducer tip was not found and thought to be implanted in the pt. Dates of use: 2008. Diagnosis or reason for use: treatment of gastroparesis. Event abated after use stopped or dose reduced? No.